Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 86 units of insulin during the load sequence. The customer was instructed to load a new cartridge to address the issue, but declined to further troubleshoot with tandem technical support. It was also reported that the pump time was incorrect. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.